Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 -11.5/+1.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a longer length lens and problem was resolved. Cause of event is reported as unknown. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 11.5/+1.5/089 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. Low vault was observed. Lens was exchanged on (B)(6) 2024 for a longer length lens and problem was resolved. Cause of event is reported as unknown.

Manufacturer narrative:
Claim#(B)(4).